Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing. The oversensing appeared to be noise or a far p signal, however; could not be determined. The oversensing resulted in pacing inhibition. Programming changes were performed to resolve the issue. There were no patient consequences reported.